Event description:
It was reported that a home patient (hp) received a system error 2240 (air in line) alarm, with a cascading system error 2367 alarm. This occurred on the homechoice (hc) during peritoneal dialysis (pd) therapy, while the hp was connected to the hc. There was nothing unusual noted about the supplies. The hp started therapy over with new supplies and contacted the registered nurse (rn) regarding the alarm. There was no adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. If additional relevant information become available, a supplemental report will be submitted.